Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had repeated no delivery alarms on their insulin pump. Customer's blood glucose was between 180 mg/dl and 210 mg/dl. Customer stated the no delivery alarm would occur while the customer was filling their tubing. Customer was unable to troubleshoot for the alarm as it from a past event. The customer was advised to call back when the alarm occurs to troubleshoot. No additional information provided.